Event description:
The stent broken inside the pt's stomach and duodenum after implantation of 10 months. Physician removed the half of stent from pt's stomach but left the remaining half in duodenum due to the difficulty of removing the half from duodenum. A new stent was implanted at the same position of last one to prevent the further breakage and stricture. Half of the stent remains in pt's body as physician cannot remove the whole stent out of pt's duodenum. The pt did require add'l procedures due to this occurrence. Half of the stent was removed and a new stent was placed at the same position of the original stent placement. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The actual lot number of the (B)(4) device involved in this complaint was not provided. As the lot number was not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The complaint info indicated the stent broken inside of pt's stomach and duodenum after implantation of 10 months. Physician removed the half of the stent from pt's stomach but left the remaining half in duodenum due to the difficulty of removing the half from duodenum. A new stent was implanted at the same position of last one to prevent the further breakage and stricture. The device involved in the complaint was not returned for eval. Half of the fractured stent remains implanted in the pt. A photograph of the part of the stent that was removed from pt was provided. Angiogram images were requested, but were not provided. A document based investigation was carried out with the info provided. Stent fracture could be confirmed from the photograph provided as several broken struts were available. The photographs were reviewed by product development personnel and it was confirmed that the (B)(4) stent is a single wire woven stent so even with a fracture it is difficult to envisage that fractures would have occurred in every strand resulting in the breakage shown in the picture. It is most likely this damage occurred during removal of the stent. It can be noted that immersion corrosion testing on this device has been completed and the acceptance criterion for this test has been met. The materials showed no degradation. Prior to distribution, all evaluation duodenal stent systems are subject to visual inspection adn functional checks to ensure device integrity. The mfg records for the device involved in this complaint could not be reviewed as the lot number was not provided. Evolution duodenal stent system is used in palliative treatment of duodenal or gastric outlet obstruction adn duodenal stricture caused by malignant neoplasms. As per the instructions for use that accompanies this device, ifu0053-7, "the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to surrounding tissue or mucosa." In this incident the implanted stent fractured in the pt. Half the stent was removed from pt's stomach but the remaining half was left in duodenum due to the difficulty of removing the half from duodenum. The device is intended for palliative treatment only. Alternate methods of therapy should be investigated prior to placement. From the info provided, half of the fractured stent remains in the pt. The physician placed a new stent at the same position of last one to prevent the further breakage and structure. There have been no adverse effects to the pt as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint and the overall risk has been determined to be low. Customer qa will continue to monitor complaints of this nature for potential emerging trends.